Event description:
Rn went to infuse gancyclovir and when the infusion started rn noted dripping from the pump. Upon inspection the IV tubing was broken at the top. Tubing had been placed on medication syringe in the pharmacy. Removed tubing and rn received new dose of medication from pharmacy and administered to patient as ordered.